Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. The returned product determined that it was received one needle suture in two sections that pertain to the product code w1770. During visual inspection of the returned sample, the end of the suture was noted to be cut, probably caused by a surgical instrument. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date in may 2024 and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed to another one to complete the surgery. No patient consequence was reported. No further information is available.